Event description:
The customer reported the lcd display failed to come on. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The mode during use was not reported. The device was evaluated at philips and the issue was verified. The control pca was found to be defective. Replacing the control pca resolved the reported issue. The device passed testing and was returned to the customer.